Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A global receiver functional test was performed, and it passed the speaker tests. A global communication tool software test was performed, and it passed sound tests. Drop testing and was performed and passed. Manual "try it" testing and was performed and passed. The receiver case was opened for further evaluation. An interior inspection found the moisture damage the audio interface. Speaker resistance was measured and passed. The reported event of no audio output was confirmed. The root cause was determined to be moisture damage.